Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins had quit working, they were waiting for a call for an appointment where the device was put in. They were going to be seen by a colleague of the implanting physician. They knew it was not working because they were having urinary problems again and the device you put over the ins to communicate was not getting any reading at all. They were having to use their catheter again after going to the bathroom, so that was a problem.

Manufacturer narrative:
Date of event was reported in multiple time frames: (B)(6), 2018 = unable to urinate; programmer not communicating with ins = "about a month ago" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not able to urinate and had to use a foley catheter. The stated that, for some reason, ¿the implant stopped working¿ and that the programmer no longer was communicating with the implantable neurostimulator (ins). The patient believed the ins battery needed to be replaced and they were going to contact their managing physician but he had moved to a different state. The patient¿s primary care physician (pcp) were going to reach out to the clinic to determine the appropriate doctor replacement for device replacement. There were no further complications reported or anticipated.